Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 420 mg/dl at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with moisture damage on the keypad traces. No button error alarm during our testing and all of the buttons are functioning properly. No motor error alarm noted during bolus and basal delivery. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube window and cracked case at the reservoir tube window.